Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08710 inches. The motor was tested outside of the device and passed. Device received with pillowing keypad overlay. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information has been updated which was not included in previous report. The updated information has been provided in b5 section of this report.

Event description:
It was reported the helpline advised customer that the active insulin will continue to count down because it has already been delivered.

Manufacturer narrative:
Retainer ring black. On (B)(6) 2021 the customer alleged pump over delivering, magnetic field exposure, and was hospitalized for low bgs. Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08710 inches. No over or under delivery anomalies noted during testing. History download was successful using thump and carelink upload was successful. In further full review of the pump history on the event date of (B)(6) 2021 found bolus deliveries of 5.6u at 3:11am, 7.4u at 11:58am, and 4.7u at 4:18pm. The motor was tested outside of the device and passed. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay. In summary, customer allegation for pump over delivering and magnetic field exposure not confirmed during full functional testing. Unable to verify customer alleged for low bgs. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were dispatched emergency medical service for low blood glucose on (B)(6) 2021 at 21:00. Blood glucose reading was below 20 mg/dl. The customer was treated with food and glucose tablets. Customer alleged insulin pump was over delivering because customer stated they suspended the insulin pump but they didn't actually suspend the insulin pump just disconnected it. Customer stated that the active insulin was counting down after the insulin pump was suspended. Customer also stated that they suspended and disconnected the insulin pump and insulin pump was still counting the active insulin and insulin was dripping from the end of the needle. Customer stated that they had taken a bolus and started going low. Customer has been using the insulin pump system within 48 hours of reported low blood glucose event. Auto mode feature information was unknown. The insulin pump was exposed to strong magnetic field. Displacement test was passed. The customer¿s last blood glucose reading was 87 mg/dl. The insulin pump will be returned for analysis.